Event description:
Per the clinic, the patient experienced an infection at incision site resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.